Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: wear abrasion, crease fold, opening. Leak test was performed and found opening on radius. A microscopic analysis was performed which identify crease smooth opening on radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease smooth opening on radius assessed as to a fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.